Event description:
During an incident in 2000 involving a female pt in course v-fib with CPR in progress by family members, this defibrillator shocked the pt at 200j but later when the pt was in fine v-fib (idioventricular rhythm), the defibrillator analyzed and prompted "check electrodes", and the screen displayed "needs energy service". Als arrived and took over pt care. The pt was pronounced at the hosp.